Event description:
Patient reported right side capsular contracture, baker grade unknown diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: opening on radius; red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.